Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records, op notes, and radiographs. DHR was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes dated 6 mar 2019 were reviewed and no complications were noted revision op notes dated 3 july 2019 were reviewed and identified patient was revised due to recurrent dislocations. The patient was kneeling at the edge of the bed trying to reach underneath the bed the get something when he sustained a dislocation. The external rotators were torn from their attachment on the posterior greater trochanter. There were fragments of bone embedded in the external rotators. Impingement of scar tissue noted with well-fixed femoral and acetabular components. Abundant scar tissue, pseudocapsule, and impingement noted with internal rotation. Radiographs were provided and reviewed by a health care professional. Review of the available records identified there is no subluxation or dislocation. There is no osseous coverage of the lateral aspect of the right acetabular component. There is no avulsion fracture at the external rotator insertion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. 0001822565 -2019-03231, 0001822565 -2019 -03232, 0001822565 -2019 -05092. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 4 months post implantation due to recurrent dislocations. During the revision procedure, it was noted that the external rotators were torn from their attachment. Abundant scar tissue, pseudocapsule, and impingement were also noted. The head, neck, and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.